Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error. The customer's blood glucose level was 158 mg/dl. The customer was assisted with the troubleshooting and the customer also reported that the power error was detected with in a week of troubleshooting of previous occurrence. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump error 25 due to a connector resistance issue. No failed battery test alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Unit passed the displacement test, self test, sleep current measurement and active current measurement.